Manufacturer narrative:
The pump was received with a button error alarm and had unresponsive act and up buttons due to moisture damage on the keypad traces. Unable to perform the operating currents, self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests due to the unresponsive button. The pump had moisture damage on the electronic assembly during visual inspection. The pump had minor scratches on the lcd window, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident is unknown troubleshooting was initiated for the button error alarm. The customer did not recall any significant events leading to the button error issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. Additionally, the customer had a blood glucose of 400 mg/dl earlier in the day. The customer stated it might have been due to a midnight snack that he did not take insulin for. The customer treated with the insulin pump. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.